Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level exceeded 500 mg/dl, but the specific value was not known and was displayed as "high." The customer managed the high blood glucose level by administering a correction injection using multiple daily injections (mdi), and no assistance from a third party was needed. Technical support resolved the issue by sending a replacement pump, confirmed the shipping address, and instructed the customer on returning the malfunctioning pump. The customer was also advised on the steps to take upon receiving the new pump and understood the instructions given.